Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("wasn't allowed to keep mine") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("wasn't allowed to keep mine") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated my left tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), varicose veins pelvic ("pelvic varicose veins") and pelvic congestion ("pelvic congestion"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, varicose veins pelvic and pelvic congestion outcome was unknown. The reporter considered fallopian tube perforation, pelvic congestion and varicose veins pelvic to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube perforation, varicose veins pelvic and pelvic congestion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: the previously reported event medical device removal was replaced with fallopian tube perforation, varicose veins pelvic and pelvic congestion were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated my left tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), varicose veins pelvic ("pelvic varicose veins"), pelvic congestion ("pelvic congestion"), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus"), thrombosis ("6-8 inch blood clots"), menorrhagia ("extremely heavy bleeding"), pelvic pain ("pelvic pain/sharp pain"), back pain ("back pain") and pollakiuria ("frequent urination"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, varicose veins pelvic, pelvic congestion, endometriosis, uterine enlargement, menorrhagia, pelvic pain, back pain and pollakiuria outcome was unknown. The reporter considered back pain, endometriosis, fallopian tube perforation, menorrhagia, pelvic congestion, pelvic pain, pollakiuria, thrombosis, uterine enlargement and varicose veins pelvic to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube perforation, varicose veins pelvic, pelvic congestion, endometriosis, uterine enlargement, thrombosis, menorrhagia, pelvic pain, back pain and pollakiuria quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event endometriosis and enlarged uterus was added. Reporter information was added. On (B)(6) 2020: fu 5 & 6 were processed together. Social media received: new event 6-8 inch blood clots, extremely heavy bleeding, pelvic pain/sharp pain, back pain and frequent urination were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated my left tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure was not put in the correct way". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), varicose veins pelvic ("pelvic varicose veins"), pelvic congestion ("pelvic congestion"), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus"), thrombosis ("6-8 inch blood clots"), menorrhagia ("extremely heavy bleeding"), pelvic pain ("pelvic pain/sharp pain"), back pain ("back pain"), pollakiuria ("frequent urination"), abdominal pain ("extreme sharp stomach pain in the left side"), low back pain ("lower back pain"), fatigue ("tired"), nausea ("nausea"), feeling abnormal ("swore up and down"), medical device discomfort ("I could feel the left one poking me from the inside"), uterine inflammation ("my entire left side was inflamed and swollen") and gait disturbance ("barely able to walk") and was found to have weight increased ("weight gain") and blood pressure increased ("blood pressure has gone up to 177/123 which is stroke levels"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, varicose veins pelvic, pelvic congestion, endometriosis, uterine enlargement, menorrhagia, pelvic pain, back pain, pollakiuria, abdominal pain, low back pain, weight increased, fatigue, nausea, feeling abnormal, medical device discomfort, blood pressure increased, uterine inflammation and gait disturbance outcome was unknown. The reporter considered abdominal pain, back pain, blood pressure increased, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, gait disturbance, medical device discomfort, menorrhagia, nausea, pelvic congestion, pelvic pain, pollakiuria, thrombosis, uterine enlargement, uterine inflammation, varicose veins pelvic, weight increased and low back pain to be related to essure. The reporter commented: it was reported, that when patient's entire left side was filled with endometriosis and was inflamed and swollen to the point that all of the patient's vein going from her uterus to her fallopian tubes and ovaries were all like varicose veins. During the device removal, the patient's doctor stated, that the device was never put in the correct way or it has perforated the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 177/123. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube perforation, varicose veins pelvic, pelvic congestion, endometriosis, uterine enlargement, thrombosis, menorrhagia, pelvic pain, back pain and pollakiuria quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated my left tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure was not put in the correct way". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), varicose veins pelvic ("pelvic varicose veins"), pelvic congestion ("pelvic congestion"), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus"), thrombosis ("6-8 inch blood clots"), menorrhagia ("extremely heavy bleeding"), pelvic pain ("pelvic pain/sharp pain"), back pain ("back pain"), pollakiuria ("frequent urination"), abdominal pain ("extreme sharp stomach pain in the left side"), low back pain ("lower back pain"), fatigue ("tired"), nausea ("nausea"), feeling abnormal ("swore up and down"), medical device discomfort ("I could feel the left one poking me from the inside"), uterine inflammation ("my entire left side was inflamed and swollen") and gait disturbance ("barely able to walk") and was found to have weight increased ("weight gain") and blood pressure increased ("blood pressure has gone up to 177/123 which is stroke levels"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, varicose veins pelvic, pelvic congestion, endometriosis, uterine enlargement, menorrhagia, pelvic pain, back pain, pollakiuria, abdominal pain, low back pain, weight increased, fatigue, nausea, feeling abnormal, medical device discomfort, blood pressure increased, uterine inflammation and gait disturbance outcome was unknown. The reporter considered abdominal pain, back pain, blood pressure increased, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, gait disturbance, medical device discomfort, menorrhagia, nausea, pelvic congestion, pelvic pain, pollakiuria, thrombosis, uterine enlargement, uterine inflammation, varicose veins pelvic, weight increased and low back pain to be related to essure. The reporter commented: it was reported, that when patient's entire left side was filled with endometriosis and was inflamed and swollen to the point that all of the patient's vein going from her uterus to her fallopian tubes and ovaries were all like varicose veins. During the device removal, the patient's doctor stated, that the device was never put in the correct way or it has perforated the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 177/123. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube perforation, varicose veins pelvic, pelvic congestion, endometriosis, uterine enlargement, thrombosis, menorrhagia, pelvic pain, back pain and pollakiuria quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reported added. Lab data added. New events ¿extreme sharp stomach pain in the left side¿ and ¿lower back pain¿ and ¿weight gain¿ and ¿tired¿ and ¿nausea¿ and ¿swore up and down¿ and ¿I could feel the left one poking me from the inside¿ and ¿blood pressure has gone up to 177/123 which is stroke levels¿ and ¿my entire left side was inflamed¿ and ¿essure was not put in the correct way¿ and ¿barely able to walk¿ were added. Reporter causality comment added. On 23-mar-2020: social media received. New reported added. Non-drug treatment changed to ¿partial hysterectomy¿. No further information was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.